Event description:
The side rails when lowered have a high potential to pinch or crush the patient and or operator. The rails have no gap between them when lowered to allow room in case a hand or finger is in between them.